Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: (B)(6).

Event description:
It was reported that the patients left lead had migrated, causing stimulation issues. The patient underwent a procedure wherein the lead was repositioned and remained implanted. The patient was doing well postoperatively.